Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor had leakage at the fill port. The device was filled with 0.9% normal saline and 250ml of fluorouracil (5-fu). This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from may 8, 2019 - may 10, 2019. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye found the sample did not contain fluid in the bladder. Functional testing was performed by filling the device with green colored water. During and after fill, no evidence of leak was observed at the fillport. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted